Event description:
Low advia centaur psa test results were obtained by the customer and considered discordant compared with an alternate test method. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur psa result.

Manufacturer narrative:
The cause for the discordant advia centaur psa result is unknown. The patient's clinical picture is unavailable. The instrument is performing within specification. The IFU states in the limitations section: "note: do not interpret levels of psa as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed prostate carcinoma frequently have levels of psa within the range observed in healthy individuals. Elevated levels of psa can be observed in patients with nonmalignant diseases. Measurements of psa should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation". The IFU states in the intended use section: "warning: the concentration of total psa in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay for total psa used. Values obtained with different assay methods cannot be used interchangeably. If, in the course of monitoring a patient, the assay method used for determining serial levels of total psa is changed, the laboratory must perform additional testing to confirm baseline values".

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2012-00375 on (B)(4) 2012. Siemens filed MDR 1219913-2012-00375-supplemental-1 on (B)(4) 2012. (B)(4) 2013: additional information: the customer sent a patient sample to siemens healthcare diagnostics for further testing. The patient sample was tested in triplicate. The sample was first pre-treated either with heterophilic blocking tubes or non-specific antibody blocking tube but did not eliminate non-specific interference for psa. Secondly, the patient sample was tested neat and diluted in goat serum or with spiking goat igg to reduce human anti-goat igg interference. The effect of any interfering substance was not diminished. The results of the testing are consistent with the sample containing interference substance potentially interfering with advia centaur psa determination. Per the IFU in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2012-00375 on (B)(4) 2012. (B)(4) 2012: additional information: patient age: (B)(6). Other relevant history: cardiac surgery, benign prostatic hyperplasia (bph). Siemens investigation is ongoing. A patient sample was requested from the customer.